Event description:
It was reported "the 2 lumen 16cm cv-12702 without guide. The 3 lumen 20cm when the swg was advanced as usual but at removal it unravelled and loss of initial shape. This happened several times." The device was removed and replaced. Additional information was requested from the customer, however further details have not been provided at this time. Associated MDR numbers include: 3006425876-2024-01121.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the 2 lumen 16cm cv-12702 without guide. The 3 lumen 20cm when the swg was advanced as usual but at removal it unravelled and loss of initial shape. This happened several times." The device was removed and replaced. Additional information was requested from the customer, however further details have not been provided at this time. Associated MDR numbers include: 3006425876-2024-01121.